Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, it was reported that the patient¿s husband found the patient unconscious, which the reporter described as a ¿diabetic coma¿. At this time, the cgm device was providing a low mg/dl reading, however, it was reported the cgm had been giving the patient high and low readings throughout the day (erratic readings). No bg meter comparison values were taken as the patient did not have a bg meter. The patient¿s husband called 911. Once emergency medical services arrived, the patient¿s cgm was reading 24 mg/dl. She was treated with a ¿glucose injection¿. After a few minutes, the patient regained consciousness. A bg meter recheck was done and found to be 100 mg/dl. The patient recovered at home and was not brought to the hospital. The patient was ¿feeling better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.